Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the battery charger ac adapter (unknown serial number) was not returned for evaluation as it was discarded by the customer. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number is unknown. The visual evidence provided by the site revealed damage to the housing enclosure of the battery charger ac adapter. The observed housing enclosure damage was likely perceived as the reported battery charger ac adapter cable damage. As a result, the reported event was confirmed. Further investigation using a representative sample revealed that the reported event can be replicated when the battery charger ac adapter is exposed to an external heat source, resulting in a concentrated circular deformation and bubbling pattern, similar to the visual evidence provided. Based on the available information and investigation conducted, the most likely root cause of the observed damage to the battery charger ac adapter can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pioneer battery charger experienced a damaged cable, specifically burnt. There was no patient symptoms or complications associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.